Event description:
Boston scientific received information that this patient underwent a valve replacement procedure at which time the device was programmed to electrocautery mode. During the procedure, the patient received two shocks and pacing inhibition occurred. Telemetry could not be established and a device fault code was received stating the device was in safety core. Therefore, the device was explanted. The associated leads were also explanted as they were damaged during the valve replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.